Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image displayed intermittently. This was discovered during set up / inspection for use. There were no reports of patient harm.

Event description:
It was observed that during the device evaluation, the subject device exhibited tears in the cable sheath due to failure of the universal cord, external appearance of the light guide on the r-unit side defective and corrosion of the video connector. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, g3, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: tears in the cable sheath due to failure of the universal cord, external appearance of the light guide on the r-unit side defective and corrosion of the video connector. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.